Event description:
Report 2 of 2 received of a leak in the transducer line. A single line transducer kit with a 3ml/hr squeeze flush device was in use on a patient in the neuro intensive care unit. At some unspecified time during use, the clinician noticed a small leak of an unspecified amount of intravenous fluid "coming from the area of the squeeze flush device." It was reported that the wave form on the arterial line appeared "dampened" and the nurse was receiving inaccurate readings. The clinician did not treat this patient based on the inaccurate readings. The transducer line was exchanged for another line without incident and there were no delays in the patient's treatment. There was no report of adverse patient sequelae. Though requested, additional information was not provided.